Event description:
It has been reported that the up/down motion was not functioning properly on this bed. No adverse consequence was reported.

Manufacturer narrative:
The allegedly faulty motor was discarded by the user facility and not returned to the MFR for analysis.